Event description:
It was reported that the attempted software upgrade was specifically a low flow 2.0 software upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of unsuccessful software upgrade can be confirmed based on the data recorded in the log file. The data log files were successfully retrieved from the returned system controller serial number (B)(6). The event log file contained events recorded on (B)(6) 2020 from 6:05 to 14:17 where multiple low flow alarms associated with flow levels below 2.5 lpm were recorded. The system maintained the desired set speed with no interruptions during these events until the driveline was disconnected at 14:16. The system controller software was 1.5. The remaining data revealed that there were unsuccessful attempts to upgrade the software upgrade from 1.5 to 1.5.2, performed on (B)(6) 2021. Per the data contained in the log file, the software changed to 1.5.2 and then reverted back to 1.5. The periodic log file contained events recorded from (B)(6) 2020 where multiple low flow alarms associated with flow levels below 2.5 lpm were recorded. The returned system controller was received with software application 1.5 and was found to function as intended during analysis. The system controller was connected to the labview application and the software was successfully upgraded to 1.5.2. A full functional test was performed and the controller passed all test steps. Several successful software upgrades from 1.5.2 to 1.5 and back to 1.5.2 were performed. There were no issues observed during the software upgrades. A specific root cause for the reported issue during the software upgrade was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 IFU ¿as with all prescription medical devices, clinical procedures should be conducted under the direction of the prescribing physician. The professional staff at thoratec corporation regularly provides laboratory training and on-site, in-service programs¿. A main application 1.5.2 prescription software was released to reduce the low flow threshold from 2.5 liters per minute (lpm) to 2.0 lpm for patients who experience chronic low-flow alarms due to low perfusion demand. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported controller required software upgrade. Controller software upgrade failed and controller was replaced.